Manufacturer narrative:
As reported, in the survey, respondent # 22 reported failure of the unknown exoseal vascular closure device (vcd) occlusion system with consecutive bleeding after use. Peripheral conversion to manual pressure. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and due to the nature of the complaint, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " plug inability to achieve hemostasis" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. In addition, patient related events cannot be duplicated in the lab. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the instructions for use (IFU), although not intended as a mitigation of risk, approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, in the survey, respondent # 22 reported failure of the unknown exoseal vascular closure device (vcd) occlusion system with consecutive bleeding after use. Peripheral conversion to manual pressure. The device is not available for evaluation.